Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. There was medical intervention and an adverse consequence reported ¿the patient called on (B)(6) 2024 to report 4 days of repeat episodes of left eye vision loss that appears like a bright white light that is obstructing vision since (B)(6) 2024. The patient was put off plavix after 6 month visit on (B)(6) 2024. Re-started plavix (B)(6) 2024. As of update on (B)(6) 2024 since re starting dapt, patient has had 3 episodes of this left eye vision loss in the last month, which is improved from 3 a day as compared to when she was only on asa (acetylsalicylic acid). Cta (computed tomography angiography) head performed on (B)(6) 2024 shows widely patent subject flow diverter stent. No clear explanation for ae (adverse event). Eye exam scheduled for (B)(6) 2024.". An assignable cause of anticipated procedural complication will be assigned to the reported patient neurological deficit¿ as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.

Event description:
It was reported that the subject flow diverter was implanted in a patient successfully with no device deficiency on (B)(6) 2023 to treat saccular aneurysm at left internal carotid artery-ophthalmic (c6 segment). The patient called on (B)(6) 2024 to report 4 days of repeat episodes of left eye vision loss that appears like a bright white light that is obstructing vision since (B)(6) 2024. The patient was put off plavix after 6 month visit on (B)(6) 2024. Re-started plavix (B)(6) 2024. As of update on (B)(6) 2024 since re starting dapt, patient has had 3 episodes of this left eye vision loss in the last month, which is improved from 3 a day as compared to when she was only on asa (acetylsalicylic acid). Cta (computed tomography angiography) head performed on (B)(6) 2024 shows widely patent subject flow diverter stent and indicates no acute intracranial hemorrhage, mass effect or acute territorial infraction. No large vessel occlusion or hemodynamically significant stenosis in the major intracranial arteries. No clear explanation for ae (adverse event). Eye exam scheduled for (B)(6) 2024. The ae outcome is indicated as not recovered/not resolved. It is reported that the ae is probably related to study procedure and study device. Rationale for relationship to the study device or study procedure is indicated as "possibly the flow diverter is impeding the flow to the ophthalmic artery".

Manufacturer narrative:
H3 other text : device is implanted in the patient.

Event description:
It was reported that the subject flow diverter was implanted in a patient successfully with no device deficiency on 2023 to treat saccular aneurysm at left internal carotid artery-ophthalmic (c6 segment). The patient called on (B)(6) 2024 to report 4 days of repeat episodes of left eye vision loss that appears like a bright white light that is obstructing vision since (B)(6) 2024. The patient was put off plavix after 6 month visit on (B)(6) 2024. Re-started plavix (B)(6) 2024. As of update on (B)(6) 2024 since re starting dapt, patient has had 3 episodes of this left eye vision loss in the last month, which is improved from 3 a day as compared to when she was only on asa (acetylsalicylic acid). Cta (computed tomography angiography) head performed on (B)(6) 2024 shows widely patent subject flow diverter stent and indicates no acute intracranial hemorrhage, mass effect or acute territorial infraction. No large vessel occlusion or hemodynamically significant stenosis in the major intracranial arteries. No clear explanation for ae (adverse event). Eye exam scheduled for (B)(6) 2024. The ae outcome is indicated as not recovered/not resolved. It is reported that the ae is probably related to study procedure and study device. Rationale for relationship to the study device or study procedure is indicated as "possibly the flow diverter is impeding the flow to the ophthalmic artery".